Manufacturer narrative:
Maquet cardiovascular received the device on 02/12/2010. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii seal did not load properly. When they tried to pull out the delivery tube from the loading device, the seal came out and was not in the delivery tube. It was still intact. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The product is returning. The tm reported that this is a very experienced account with the heartstrings.